Event description:
A consumer reported that she has two thermometers, and that both of them had allegedly given false negative readings on their son. The device both allegedly gave readings 4-5 degrees lower than the patient's actual temperature. The patient was brought to a hospital and a fever streptococcus were confirmed. Kaz USA, inc. Has requested that both devices be returned to our company for further investigation.